Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 27-oct-2016 which refers to a female consumer of unspecified age and had essure (fallopian tube occlusion insert) inserted on (B)(6) 2010 for permanent contraception. Plaintiff reported to her healthcare provider that she was experiencing severe and chronic pelvic pain, blood in her urine, abnormal menses, and vaginosis. On or about (B)(6) 2016, she saw her physician and underwent a hysterectomy and bilateral salpingectomy. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain amongst non serious events. She underwent a hysterectomy and bilateral salpingectomy five years following essure insertion. Pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no bath number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 6-dec-2016: quality safety evaluation of ptc received company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe and chronic pelvic pain amongst non serious events. She underwent a hysterectomy and bilateral salpingectomy five years following essure insertion. Pelvic pain is anticipated in the reference safety information for essure. Considering that pelvic pain may occur after essure insertion and the lack of alternative explanation, a causal relationship between this event and essure cannot be excluded. This case was regarded as incident, as a surgical intervention was reported. A product technical analysis was initiated and a quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.